Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 74 mg/dl. During troubleshooting with tandem technical support it was found in the pump history that the fill tubing had been initiated and completed. Customer stated they did not believe they initiated fill tubing. Customer drank soda to address bg levels.